Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? The device did not deliver any staples. The knife stopped before that because the battery didn¿t work. No harm to the tissue or staple line. They took a new battery from a new device but that didn¿t work either. The surgeon manually got the knife back and opened the device/anvil. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? It was the first firing. What color cartridge was being used? They used a black cartridge the analysis found that one ple60a device was returned in good visual condition and with an ecr60t partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, when firing the powered echelon the knife went only half way before it stopped. The surgeons manage to get it back to the start position and open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.